Event description:
This case was initially received via regulatory authority (reference number: mw5077576) on 08-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("feeling sick to my stomach all the time"), vomiting ("throwing up"), dysmenorrhoea ("excruciating cramping during menses"), abdominal pain upper ("pain in stomach"), arthralgia ("shoot in hips"), pain in extremity ("shoot in leg"), asthenia ("weak"), back pain ("lower back pain "), migraine ("migraines"), decreased appetite ("no appetite "), menorrhagia ("heavier and longer periods with blood clots "), polymenorrhoea ("twice period in a month"), rash pruritic ("rash under chest that was itchy / rash near arm pits on both arms."), oropharyngeal pain ("sore throat"), peripheral swelling ("swollen feet and fingers"), weight increased ("weight gain ") and weight decreased ("weight lost"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had not resolved and the nausea, vomiting, dysmenorrhoea, abdominal pain upper, arthralgia, pain in extremity, asthenia, back pain, migraine, decreased appetite, menorrhagia, polymenorrhoea, rash pruritic, oropharyngeal pain, peripheral swelling, weight increased and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, arthralgia, asthenia, back pain, decreased appetite, dysmenorrhoea, menorrhagia, migraine, nausea, oropharyngeal pain, pain in extremity, peripheral swelling, polymenorrhoea, rash pruritic, vomiting, weight decreased and weight increased with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077576) on 08-jun-2018. The most recent information was received on 13-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("feeling sick to my stomach all the time"), vomiting ("throwing up"), dysmenorrhoea ("excruciating cramping during menses"), abdominal pain upper ("pain in stomach"), arthralgia ("shoot in hips"), pain in extremity ("shoot in leg"), asthenia ("weak"), back pain ("lower back pain"), migraine ("migraines"), decreased appetite ("no appetite"), menorrhagia ("heavier and longer periods with blood clots"), polymenorrhoea ("twice period in a month"), rash pruritic ("rash under chest that was itchy / rash near arm pits on both arms."), oropharyngeal pain ("sore throat") and peripheral swelling ("swollen feet and fingers") and was found to have weight increased ("weight gain") and weight decreased ("weight lost"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had not resolved and the nausea, vomiting, dysmenorrhoea, abdominal pain upper, arthralgia, pain in extremity, asthenia, back pain, migraine, decreased appetite, menorrhagia, polymenorrhoea, rash pruritic, oropharyngeal pain, peripheral swelling, weight increased and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, arthralgia, asthenia, back pain, decreased appetite, dysmenorrhoea, menorrhagia, migraine, nausea, oropharyngeal pain, pain in extremity, peripheral swelling, polymenorrhoea, rash pruritic, vomiting, weight decreased and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this is a deletion case. All the information from retention case no.(B)(4) were transferred including references and source documents. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077576) on 08-jun-2018. The most recent information was received on 13-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("feeling sick to my stomach all the time"), vomiting ("throwing up"), dysmenorrhoea ("excruciating cramping during menses"), abdominal pain upper ("pain in stomach"), arthralgia ("shoot in hips"), pain in extremity ("shoot in leg"), asthenia ("weak"), back pain ("lower back pain "), migraine ("migraines"), decreased appetite ("no appetite "), menorrhagia ("heavier and longer periods with blood clots "), polymenorrhoea ("twice period in a month"), rash pruritic ("rash under chest that was itchy / rash near arm pits on both arms."), oropharyngeal pain ("sore throat"), peripheral swelling ("swollen feet and fingers"), weight increased ("weight gain ") and weight decreased ("weight lost"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower had not resolved and the nausea, vomiting, dysmenorrhoea, abdominal pain upper, arthralgia, pain in extremity, asthenia, back pain, migraine, decreased appetite, menorrhagia, polymenorrhoea, rash pruritic, oropharyngeal pain, peripheral swelling, weight increased and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, arthralgia, asthenia, back pain, decreased appetite, dysmenorrhoea, menorrhagia, migraine, nausea, oropharyngeal pain, pain in extremity, peripheral swelling, polymenorrhoea, rash pruritic, vomiting, weight decreased and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.